Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the device.